Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump did not alarm low battery alert prior to the prior to the off no power alert. The customer said the pump was shutting off during troubleshooting. Customer was advised unattended alarms will drain battery. This is the second occurrence of pump did not alarm low battery alert prior to the prior to the off no power alert. Customer states the battery cap is not loose, cracked or damaged. Troubleshooting was performed. Customer did not recall blood glucose at the time of incident. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump power up properly after battery installation. Unit received with operating currents within spec. However, unit was received with corroded battery tube. Unit was monitored and no blank display anomalies, off no power without battery indicator, battery limit alarms, battery power loss or low battery alerts noted. Unit received with battery indicator functioning properly. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners and minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.